Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that while the surgeon was drilling a screw hole through a g7 cup, the flexible driver shaft broke off at the hub. All the parts were retrieved. Another g7 efficiency tray was opened and the case was completed. No adverse consequences reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A flexible silicone drill driver, part # 110010733 from lot 192388, was returned and evaluated against the complaint. Visual inspection found the head to be fractured from the shaft. Scuffing was observed on the proximal end. The silicone sleeve is lightly scratched. The device has sent to further analysis and the analysis identified the wire suspected to have fractured due to fatigue. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.